Manufacturer narrative:
A1-a6: patient information pending follow-up with hospital. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during pump assembly the outflow graft (ofg) leaked saline with a steady drip. The outflow graft was removed and put back in place 3 times and the leak persisted. The leak was great enough that all the volume in the ofg would have been lost while waiting to implant and the ofg would have dried and degraded its integrity. A new ofg was pulled from shelf stock and did not leak.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported leak coming from the outflow graft was confirmed via the submitted video. A specific cause for the leak could not conclusively be determined as the graft was not returned for analysis. The customer submitted a video, which showed a saline solution being poured down the distal end of the graft. As the clinician lifts the assembled pump and graft in the air, dripping saline can be seen from the hardware attachment point as well as a middle point of the graft. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of this IFU contains instructions for unpacking and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.